Manufacturer narrative:
.

Event description:
It was reported that the patient a fever, tenderness over the generator, and back at the electrode site. The patient was diagnosed with an infection and an epidural hematoma. The patient's device system was explanted and the patient underwent decompression surgery for the hematoma. The patient's wound has been healing very slowly, and the eschar over the cut from two weeks ago is not healed, but some improvement has been noted. There is no plan to reimplant in the future.